Manufacturer narrative:
It was reported by (B)(6) hospital that several patients (5-in total) had either experienced the, "balloon burst or the g-tube get sucked to the intestine," while using the enfit 3-port gastrostomy 20 fr tube. Reporter states that on (B)(6) 2020, "the balloon burst," of enfit 3-port gastrostomy 20 fr. Tube. Patient is a (B)(6)- year-old female, weighing approximately (B)(6) lbs. Reporter states, the g-tube was removed that same day and a new g-tube placed by a registered nurse. Reporter states the same product make and model (enfit 3-port gastrostomy 20 fr tube) used for replacement. Reporter states, "g-tube site redness noted," no serious injury reported. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Sample is not available for return and evaluation. Due to the reported medical intervention, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that several patients (5-in total) had either experienced the, "balloon burst or the g-tube get sucked to the intestine," while using the enfit 3-port gastrostomy 20 fr tube.